Event description:
Patient reports that while getting ready for bed last night about 2300pm, (B)(6) 2018, she noted a leak in her tubing at the filter. Extension set 60 inch minibore with 0.2 micron filter. Lot # 57x485, expiration date = 11/25/2022; ref # (B)(4). No further details provided. Diagnosis or reason for use: pph. Is the product compounded: no. Is the product over-the-counter: no.